Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint with associated MFR# 1226348-2016-00190. (B)(4). Concomitant product: 6fr sheath; 6fr infinity catheter; vert catheter; advantage glidewire; cat 6 catheter; 0.035 glidewire; marksman microcatheter; synchro 2 microwire; solitaire 4x40; navien 058 catheter; prowler sp 606-s255x lot# 17531604; sprinter 1.5x10 balloon; enterprise 4x23 stent; 8fr angio-seal. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
It was reported by the health care professional that the patient expired post-stenting procedure after experiencing in-stent thrombosis and thrombosis of the artery distal to the stent. Patient was a (B)(6) year old male who presented with basilar thrombosis. He received tpa and underwent mechanical thrombectomy. As the patient had tpa no stenting was performed at that time. CT angiogram performed several hours later showed reocclusion of the basilar artery. MRI showed cerebellar and occipital strokes but minimal brainstem strokes. The patient then underwent attempted angioplasty which caused the vessel to shut down again after thrombectomy with a solitaire device. The surgeon used the enterprise stent off- label 4mm x 23 mm (lot unknown) and placed the stent emergently to keep the basilar artery open. The stent had fully expanded and there was good wall apposition between all areas of the stent and the vessel. The diameter of the parent vessel at the stent placement site (proximal/distal) prior to stent placement and after the stent placement was within the approved range. He was given an integrillin bolus and started on an integrillin drip. Flow was noted in the basilar artery upon leaving the angio suite with an increase in the size of the basilar where the maximal stenosis was noted. The stenotic area measured 1.16mm. The there were no sign of hematoma, hemorrhage or loss of distal pulses. CT angiogram the next morning again showed thrombosis not only in the stent but distal to the stent as well. The patient progressed to brain death. He had an exam that was consistent with no brain stem function and an apnea test concluded he had no spontaneous respirations. Patient was pronounced dead on (B)(6) 2016. Product is not available for return. The thrombotic event was not related to the codman products, the event was related to the disease progression.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 1226348-2016-00190. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Thrombosis is a known potential adverse event associated with the use of the codman enterprise stent and is listed in the IFU as such for on-label applications. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information for this off-label application of the enterprise stent suggests that the presenting thrombosis and attendant disease process, the target anatomy and medication regimen factors may have contributed to the reported unfortunate events. No further actions are required at this time.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to correct the event type to ¿death¿. It was previously entered as "serious injury".